Event description:
It was reported the pt was reprogrammed, but the stimulation was no longer in the correct area. An x-ray did not show visible migration. Diagnostics showed the lead had two contacts with low impedance. It was reported the pt was scheduled for follow up with the physician, and a CT scan my be taken to assess the physiology of the spine.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.